Event description:
Received a copy of customer medwatch which states that a pt was receiving blood via alaris pump at 120 ml/hr. Blood was found on the floor, dripping from the inside of the pump. Upon opening the pump, a tear was seen in the tubing above the safety clamp. There was no pt harm and no medical intervention was required. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned for investigation because the set was sent to the blood bank for an unrelated issue. The customer complaint of tear in the tubing above the safety clamp could not be confirmed since the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unk model and unk lot number due to no info being provided by customer.